Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited multiple lead impedance warnings for low impedance. It was reported that the ra lead was subsequently fractured. The ra lead remains in use. No patient complications have been reported as a result of this event.